Manufacturer narrative:
The device was received in backup mode caused by undetermined source. Upon receipt, electrical tests performed under nominal conditions indicates normal results. Further evaluation under various pulse amplitudes indicated normal current level and no indication of premature depletion was noted. Longevity assessment was performed, and the pacer exceeded projected longevity indicating normal battery depletion. The reported event of premature discharge of battery was not confirmed. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. The device code was re-loaded onto the pacer, after replacing the battery, and the device was programmed to nominal conditions successfully. Additional findings not related to the reported event found the pacer triggered backup mode due to undetermined source. Despite extensive testing backup conditions could not be reproduced.

Event description:
During a follow-up in clinic, premature battery depletion was observed on the device. The device was explanted and replaced. The patient was stable.